Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:the devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain, discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/29/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated elevated metal ions, severe bone erosion, dislocations, and dark tissues. Before the dor the patient fell and sustained a greater trochanter fracture. During the dor, the fracture was plated and cabeled. The stem is being added to the complaint. No part/lot information has been provided. A correct dor was provided. The complaint was updated on:10/23/2015.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis, s. Added law firm, revision hospital and surgeon and updated patient harm. Corrected patient identifier. There is no any reported information for the implant devices. Doi: (B)(6) 2008 - dor: (B)(6) 2015 (left hip).